Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the device serial/lot number and expiration date are currently unknown. Therefore, the device UDI is currently unknown. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a knee arthroscopy surgical procedure, the back of the vapr tripolar 90 suction elect device broke off in the patient¿s knee. It was reported that this was not realized until the patient had come back for follow-up x-rays. It was reported that additional x-rays and potential surgery to remove fragments is pending. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2025. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the actual product and photos were returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that only the metal cap of the electrode was returned, the entire electrode was not returned. No other anomalies were noted. Manufacturing investigation result for vapr tripolar 90 suction elect: the images clearly show the return cap has become detached which remains in the patient¿s body post-surgery requiring medical intervention. Without the physical complaint device becoming available for investigation, we are unable to attribute a definitive root cause. The fact the original surgery was successfully completed would suggest the failure was not an out of box failure which would rule out a missed glue operation. No lot number has been advised and we are unable to perform a DHR review or determine the age of the complaint device. Previous return cap complaint investigations at have shown three possible causes for the return cap detaching during surgery as detailed: reverse fire-up: this occurs when the cut return cup is partially buried in tissue, this reduces the exposed area, and the fire-up takes place in the return rather than the active tip. Previous testing on animal tissue has found that this can cause return cap detachment. In cases such as these there will be evidence of sufficient glue on the return cap which in normal conditions the return cap should remain in place, however under return firing conditions the glue bond may become compromised. Excessive load/heavy use applied: complaint devices which exhibit good evidence of glue on the return cap and a deformed shaft which implies a level of use outside the intended scope, namely that too much load has been applied at the distal end. This type of complaint device failure will also usually present significant marking along the ceramic, a feature of the heavy use. Manufacturing fault - missed glue operation: due to the out of box nature of this type of failure, the most probable root cause for this is that the glue nozzle did not contact the return cap during dispense cycle. As per CAPA, improvement actions were implemented in march 2024 to introduce a new vision system which can replicate the function of the existing equipment and adds functionality for the detection of glue dispense. The new vision system was introduced to replace the current manual control whereby the operator is required to identify on the vision system screen if glue is dispensed. The new keyence vision system automates this control to avoid potential human error, while replicating all existing functionality. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established since the entire electrode was not returned for evaluation. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.